Event description:
Surestep enhanced meter would count down and not display a result. This issue was not resolved with troubleshooting. Pt reported that they had been unable to test for approx 1 month. Pt started developing symptoms and did not have another meter to test with during the time of concern. Pt reported that they took medication as prescribed, even though unable to test blood glucose level. Sometime during the month of concern, pt was taken to the e.r. Pt had not been feeling well, felt anxiety and had panic attacks. The paramedics obtained a "300+" result on their meter. Pt could not recall if treated by the paramedics. Pt was unconscious at the hosp and could not recall if tested or treated by the e.r. Diagnosis was unknown. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for medical device reportable. However, there is no evidence to suggest that the meter contributed to the adverse event, since the pt had not tested on the meter for 1 month. Pt's meter was replaced.